Event description:
It was reported that the patient has experienced a sore on the pinna of the implanted ear for approximately eight months. The sore is now open and the physician has requested discontinued use of the external processor for a minimum of four weeks. The patient is being monitored.